Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the article was provided in a non-english/non-translated format and was translated via transperfect. It was reported that the requested clinical information/documentation was not mentioned in the article and this was verified post translation. Without patient-specific clinical information/documentation, further assessment of the reported periprosthetic infection could not be performed. The root cause beyond those reported in the article could not be confirmed or concluded; however, the article reported that the incidence/differences in infection rates around prosthesis in the night-time (1) versus daytime procedures (3) per ¿table 3 comparison of two groups of surgical and postoperative related indicators¿ were not significant. The patient impact beyond the reported periprosthetic infection could not be determined. The current patient status is unknown. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "effect of nighttime total knee arthroplasty on prognosis", it was reported that, one patient from the nightime group developed a periprosthesis infection after the tkr surgery. It was not reported if/how the adverse event was treated. The outcome of the patient is unknown.